Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Event summary: it was reported that the patient experienced multiple low flows throughout the night with elevated pulsatility index (pi) events and they were unsure if their mean arterial pressure (map) was elevated because the patient had an automatic blood pressure cuff. The patient had complained about headaches and dizziness and was brought to the emergency department for a workup. The log files were submitted for review. The log files captured low flow events on 07may2026, and several low flows flags were noted that did not persist long enough to trigger low flow alarms. There did not seem to be any type of mechanical circulatory support (mcs) equipment issues causing these events. The low flows were deemed to be caused by dehydration that resolved mostly with correcting the patient's hypertension. The patient originally had complaints of dizziness. It was later communicated that the patient visited the emergency room (ER) on (B)(6) 2026 with complaints of low flow alarms and emergency backup battery (ebb) faults. The patient had been taken off of burmex due to being too dry and having low flow alarms. The interrogation showed 8 low flow alarms, 4 suction events, and replace ebb from 2 am to 10 am. The ventricular assist device (vad) team reseated the ebb and canceled the alarm. The log files were submitted for review. The event log files captured intermittent low flow alarms with elevated pulsatility index (pi) and brief low flow estimates when the pi was elevated on (B)(6) 2026. The estimated flow fluctuated below the 2.5 lpm threshold. The estimated flows were averaging from 1.9 to 2.4 lpm and pi averaging from 8.6 to 12.1 during the events. There were no unusual rotor faults, or any other abnormal pump faults seen in the event log. The event log also confirmed ebb fault alarms which resolved on its own on 14may2026. The ebb fault was due to the ebb failing the load test. The mechanical circulatory support (mcs) equipment operated as intended electronically and mechanically.